Event description:
This facility had a total of 31 patients affected by the manufacturer's recall of absorbable collagen sponge. All 31 surgeries were performed over approximately 21 days. The recall notice was received after the surgeries were performed.the hospital notified surgeons and all affected patients. One patient affected by the recall required additional hospitalization and medical care. All other patients are following up with their physicians.======================manufacturer response for infuse bone graft kit w/absorbable collagen sponge, medtronic (recalled product manufacture is integra) (per site reporter).======================the manufacture made us aware of all the po's (purchase orders) with affected product.what was the original intended procedure?spinal surgery.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.device #3is this a laboratory device or laboratory test?no.